Manufacturer narrative:
Updated information: d1 brand name updated. D6b explant date added.

Event description:
Clinical review/rationale:an impella cp was inserted via right femoral artery in a (B)(6) year old male for acute myocardial infarction with cardiogenic shock. On day 3 of support, the patient was bridged to an impella 5.5 inserted via right axillary artery. The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage d. On day 2 of 5.5 support, while in the intensive care unit, it was reported hemolysis was noted in the patient's foley bag. The patient also experienced intermittent ventricular tachycardia episodes and required cardioversion. The patient continued on 5.5 support. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use. This event is conservatively reported as tachycardia prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: additional clinical event information provided. B6: health effect - impact code added.

Event description:
Clinical rationale was updated to report an impella cp device was inserted via the right femoral artery in a 55-year-old male patient for acute myocardial infarction with cardiogenic shock. On day 3 of support, the patient was bridged to an impella¿5.5 inserted via the right axillary artery. The patient¿s comorbidities were unknown. Prior to initiation of support, the patient was scai shock stage¿d. On day¿2 of impella¿5.5 support, while in the intensive care unit, hemolysis was noted in the foley catheter. The device was repositioned, and the patient was subsequently cannulated on va-ECMO for additional circulatory support. The patient also experienced intermittent episodes of ventricular tachycardia and required cardioversion. The patient continued on impella¿5.5 support. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position. The reported tachycardia is consistent with the severity of the underlying acute myocardial infarction and cardiogenic shock and reflects the patient¿s critical clinical condition.

Event description:
Additional information noted that subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage d and not the device.

Manufacturer narrative:
Corrected information has been provided in d4 (catalog, serial and primary UDI number). Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned and limited clinical information was provided.